Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02992, 0001825034 - 2019 - 02993.

Event description:
It was reported the patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, patient was revised due to aseptic loosening of the acetabular component with poly liner wear. During the revision, metallosis was noted around the worn poly liner. A new 36mm vitamin e neutral liner, unknown acetabular shell, and a +6mm biomet head were placed onto the existing taperloc stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes provided and reviewed. Findings from the op notes included minimal blood loss, metallosis found deep to the cup, the poly was found to be worn, and head was found to be abraded up. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.